Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had failed calibration and air leak was detected on the patient side tubing. Also, customer stated the equipment has gas loss in iab circuit alarm and does not calibrate. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. During testing, the fse found that the safety disk test, drive manifold test, fill manifold test, and the pneumatic interface module tests were failing. The fse replaced the pneumatic module assembly. The all manifold tests was performed without any issues. The fse also found that the fiber-optic connector was a little sensitive when bumping and would cause the waveform to drop out. The fse replaced the fiber-optic sensor extension cable assembly. Safety, calibration, and functionality checks were performed to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of a loose fiber optic connector and the pim leak test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part fails the pim leak test with leak differential pressure at 100mmhg. No failure found on fiber optic connector. Retaining the part in the failure analysis and testing department per procedure